Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 391 mg/dl at the time of incident and treated. Customer¿s parent stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. The insulin pump button was exposed to a change in altitude. The customer's parent reported that battery replacement did not resolve the keypad anomaly and the buttons remained unresponsive. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Pump received with scratched case, pillowing keypad overlay, end cap address label missing and minor scratched lcd window.